Event description:
After placing the implant, the screw broke while it was being tightened. It you shake the implant you can hear the screw rattling. No harm to the pt (B)(6) insertion of x-stop implant.